Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user observed horizontal computer-like lines on the ilet display while the device was on the charger, and a photo subsequently confirmed a delaminated screen consistent with screen bezel separation. The user could unlock the device but stopped using it and transitioned to multiple daily injections, and blood glucose was not reported as adversely affected. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of ilet therapy with continued glucose management using mdi and the user¿s cgm. Investigation included review of customer-provided images and device history checks. Investigation of this case revealed evidence of display delamination consistent with a mechanical enclosure or display assembly issue affecting the screen component, with no associated alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was device component mechanical failure unrelated to user operation.